Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer ken called in for help on error code 10-1064-1096 on 8100 unit which is a software fault error needs to re flash software on unit if flash fails unit has bad logic board will need to be replaced.